Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties and a dissection occurred. The lesion being treated was located in the moderately calcififed, moderately tortuous circumflex (cx) artery. The vessel was pre dilated with a maverick balloon. The physician deployed a taxus express2 3.5x20 mm drug eluting stent fully at 14 atms. The stent delivery system (sds) balloon was completely deflated but was unable to be removed from thh stent. The physician inflated and deflated the balloon numerous times and attempted to disengage the balloon using a mailman guidewire, all without success. The vl3.5 wiseguide catheter was advanced down to the stent and then the sds was pulled back with hard enough force to stretch the over the wire segment to snapping and releasing the balloon. A slight dissection occurred proximal to the taxus stent and was treated with a 3.5x8 mm taxus express2 stent. Upon inspection of the 3.5x20 mm taxus sds balloon, post-procedure, the physician stated, "the balloon felt thicker and stiffer than normal". The pt's status is reported as "satisfactory/good".